Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) unit had over temperature alarm. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions , medical device ¿ problem code), h11 , e1 ( initial reporter ) a getinge field service engineer (fse) inspected the unit and identified that the compressor rpm was above the acceptable limit, measuring 2135 rpm compared to the specified maximum of 2000 rpm. Initial replacement of suspected faulty components did not resolve the elevated compressor speed. Following further troubleshooting, the fse determined that the drive manifold assembly required replacement. At the time of service, the required spare part was not available in stock. After approximately two weeks, the fse returned with the replacement part and installed the drive manifold assembly . Subsequently, the unit successfully passed all diagnostic, performance, and safety tests with no further issues. The failure analysis and testing dept. Received part with a reported unit failure of a unit overtemp that was actually a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure